Event description:
It was reported that this right ventricular (rv) lead pacing impedance had been trending downward, and recently triggered a red alert due to low out of range pacing impedances less than 200 ohms. There were no observations of noise. The lead remains in-service at this time. No adverse patient effects were reported. Additional information indicated that this rv lead was subsequently explanted and replaced due to observations of low pacing impedances and low sensing r-waves. The lead was planned to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead pacing impedance had been trending downward, and recently triggered a red alert due to low out of range pacing impedances less than 200 ohms. There were no observations of noise. The lead remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead pacing impedance had been trending downward, and recently triggered a red alert due to low out of range pacing impedances less than 200 ohms. There were no observations of noise. The lead remains in-service at this time. No adverse patient effects were reported. Additional information indicated that this rv lead was subsequently explanted and replaced due to observations of low pacing impedances and low sensing r-waves. The lead was planned to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned severed at approximately 101mm from the terminal pin. Initial resistance testing found the lead was not electrically continuous, and visual inspection indicated outer insulation webbing damage approximately 280 to 297mm from the terminal pin. Further inspection revealed that the inner insulation in this same area was abraded completely through. Due to the location and the type of damage exhibited, it was concluded that the damage was likely caused by lead entrapment in the clavicle-first rib region and contributed to the observations low impedances seen in the field. 3191 code was used to denote surgical intervention.